Manufacturer narrative:
Evaluation results: one pneupac ventilators (vr1 standard) was returned for investigation in used condition. There was no physical damage on the device. The investigator subjected the device to testing. In auto or manual modes, the investigator could not the tidal volume to vary. The device did not cycle according to the frequency setting. It was producing a constant flow instead. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The investigator upgraded the nrv to the current revision. The variable restrictor was also upgraded. The upper housing was replaced. Preventative maintenance was then performed. The device subsequently passed all the functional tests.

Event description:
It was reported the unit was not functioning properly. When in auto mode, it did not stop blowing air. When in manual mode, and the button was pressed, the unit did not stop blowing when the tidal volume was reached. The device did not produce any alarms. The product problem was observed on (B)(6) 2019. There was no patient involvement. The problem was observed during testing. The customer noted that the ventilator was not serviced since it was originally purchased.